Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review, as the pt's currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 54/48 n on the right side on (B)(6) 2008. To date, the pt has not been revised. Currently, the pt is being monitored due to unk reasons.